Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es, station was offline. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not online. A field service engineer logged into cfn admin and changed the network type to a dynamic host configuration protocol. The fse then noticed that the device had shared the serial number with another device and was not able to log in successfully. The fse entered the correct serial number for the device and logged back into remote support service to verify if the station was able to be remoted into the station. The station was then rebooted, and the hardware successfully came online after the reboot. All e-drawer components were reseated to ensure full connection. The system functioned as intended after the field service engineer repaired the device.